Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box revealed data from (B)(4) 2013 which is when the last basal delivery was recorded. Two power on reset events (unknown reason) are observed after 5 hours of ¿suspend¿ on 10/08/2013. The battery voltage recorded before the power on reset events were above the ¿low¿ and ¿replace¿ battery thresholds at. Visual inspection showed no damage to the battery compartment or cap. The battery cap contacts measurements were measured and found to be within specification. The battery cap was able to fit and to maintain electrical connection. The pump powered ¿on¿ and displayed the ¿verify¿ screen per normal operation. The battery cap was tightened and then unscrewed ½ turn, with no reboots occurring. The unit was exercised for 24 hours with no power interruptions or alarms occurring. An external power supply was used to simulate a ¿low battery¿ warning and a ¿replace battery¿ alarm. The pump gave the appropriate visible and audible battery warnings and alarms. The pump alarm history recorded the battery alert information at the correct time and in the correct order. The pump cover was removed for investigation and did not reveal any damage, defect or contamination of the power assembly. Investigation did not duplicate the complaint of intermittent power.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging the pump had stopped several times without alarm during the last week of use. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.